Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was inconclusive since the product was not returned for evaluation. Based on the description of the reported event, some possible contributing factors include: fibrin sheath formation, solidified blood products, kinking of the catheter shaft, or infusate buildup; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after placement rn had good blood return and flush on all three lumens. About 1 hour later, floor nurse calls and says none of them were working rn advised her to have md place cvc. Rn stated he thinks catheter was getting pinched off somehow.